Event description:
It was reported that the patient experienced overdose symptoms followed by under-dose symptoms and withdrawal multiple times, either twice or three times, when flying to denver, colorado and back to alabama. The patient experienced "overdose-type" symptoms including lethargy the second day or so after arriving in denver. The patient was also reported as being "very loose." The reporter stated that after arriving back in alabama the patient "was in withdrawal." The patient was reported to have gotten "tight." The patient was given valium among other treatments "just to get him comfortable." The patient eventually "equaled out" after being back a day or two. It was believed that the elevation and pressure may have contributed to the event; however, this was confirmed. The device system was used to deliver lioresal (baclofen). A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID 8840, serial # unknown, product type programmer; physician product ID (B)(4), serial # (B)(4), implanted: (B)(6) 1999, product type catheter; product ID 8596, serial # (B)(4), implanted: (B)(6) 2004, product type catheter.